Event description:
The customer reported the unit failed to perform 12-lead analysis.

Manufacturer narrative:
The customer reported the unit failed to perform 12-lead analysis. Subsequently, the customer reported that replacing the ECG leads trunk cable and ECG leads cable resolved the issue with the unit.